Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that patient was experiencing pain around the ins location. A fall was reported to be related to the issue. The patient further reported poor telemetry or no telemetry with recharging. The patient was assuming she could not communicate with her equipment since it's been over 6 months since she charged her device. The patient was redirected to their healthcare provider to discuss the next steps and possible physician mode recharge (pmr) since the ins was more than likely in over-discharge. No further complications were reported/anticipated.